Event description:
It was reported via repair work order that the brakes would not remain engaged due to misadjusted brake rod nyliners and brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the brakes were not holding due to worn brake cams.

Event description:
It was reported via repair work order that the brakes would not remain engaged due to misadjusted brake rod nyliners and brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.